Event description:
It was initially reported that this patient presented to the emergency room with a paced rhythm higher than expected. It was later reported, via a study form, that the patient had expired. An allegation was made of an unspecified device deficiency that may have caused or contributed to the patient's passing.

Manufacturer narrative:
This report is being filed to change the word design to device in b5 and update the code in h6.

Event description:
It was initially reported that this patient presented to the emergency room with a paced rhythm higher than expected. It was later reported, via a study form, that the patient had expired. An allegation was made of an unspecified design deficiency that may have caused or contributed to the patient's passing.